Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported 4fr dual lumen powerpicc was removed due to fractured/leaking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is unconfirmed as the alleged problem could not be reproduced. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to be indented near the 17 cm and 20 cm depth markers. Both lumens of both catheter segments were flushed and pressurized with a 12 ml syringe of water; however, no leaks were found in the catheter. A microscopic observation revealed superficial abrasive damage at the location of the indentations in the catheter. No splits were observed in the catheter at these or any other locations. While the returned catheter was found to be damaged superficially, no holes or splits were observed in the catheter; therefore, the complaint of a leak was unconfirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported 4fr dual lumen powerpicc was removed due to fractured/leaking. Additional information received: placement info: PICC placed in the left upper arm, basilic vein, with 9 cm external length. Catheter tip at the cavoatrial junction. (B)(6) 2021 @ 1012, nursing notes indicate PICC dressing wet; both lumens were infusing. @ 1017 the vat arrived to bedside to assess PICC line. PICC dressing noted to be saturated with clear yellow fluid as well as chux pad under patients arm. No obvious site of leaking noted. Dressing removed and catheter flushed. Fluid leaking from insertion site, primarily when red port was flushed. Patient was taken to ir for catheter exchange." Patient is being treated for volvulus.